Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section e.1: initial reporter facility name: (B)(6). Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. The additional/modified information received on 20-dec-2023 has been reviewed. Based on this information, there is insufficient evidence to rule out the study device completely as a contributing factor, as the event occurred just one day after the procedure/device use. Additional information, regarding the patient¿s baseline neurological function, index stroke events, and classification of the hemorrhagic event, will be required. Cerebral hemorrhage is a known potential complication associated with the use of the embotrap iii device and are listed in the instructions for use (IFU) as such. There were no alleged quality issues related to the devices used, as the devices performed as intended. The adverse event ¿right temporal lobe petechial hemorrhage¿ was assessed by the pi as possibly related to the study device, therefore the correlation between used device to the event cannot be ruled out. Since a cerebral hemorrhage is considered a serious injury, this event meets us FDA reporting under criteria 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3007628272-2024-00001. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 60-year-old female patient with a history of congestive heart failure, hypertension, and active smoking, presented with an unknown stroke type on an unknown date. The baseline stroke event including neurological assessment have not been documented into the clinical database or in the case report form (crf) at the time of the complaint initiation. On (B)(6) 2023, the patient underwent an endovascular embolization procedure using a 6.5mm x 45mm embotrap iii revascularization device (et309645 / lot# unknown) targeting an occlusion in the right side of the brain, unknown location. The pre-pass modified thrombolysis in cerebral infarction (mtici) score was 0. The first pass resulted in an mtici score of 3, with clot retrieval. During the procedure, a guidewire was used, but the brand was not specified. A cereglide 71 intermediate catheter (product code/lot # unknown) and a 0.027 phenom microcatheter were also used. On (B)(6) 2023, the patient was discharged to a neuro step down unit with an nihss score of 6 and a mrs score of ¿4-moderately severe disability. Unable to walk without assistance and unable to attend to own bodily needs without assistance.¿ on (B)(6) 2023, the patient experienced a right temporal lobe petechial hemorrhage, which became known to the site and sponsor on (B)(6) 2023. The principal investigator (pi) assessed this event as not serious, mild in severity, and as possibly related to the embotrap iii study device, unrelated to the large bore catheter, and unrelated to the primary surgical procedure. The event was not medically treated. The outcome is recorded as ¿recovering / resolving¿ with no end date listed. Additional/modified information was received on 20-dec-2023. The information confirmed the embotrap device used was a 6.5mm x 45mm embotrap iii revascularization device (et309645). The interventional radiology unit did not provide the lot number. There was no device performance issue related to the embotrap iii nor with the cereglide 71 intermediate catheter. Per the modified information, the adverse event relationship to the embotrap was updated from ¿possible¿ to ¿not related.¿

Manufacturer narrative:
Manufacturer¿s ref. No. (B)(4). The purpose of this MDR is to include the additional/modified event information received on 08-jan-2024 and 09-jan-2024, that changed the reportability of the event as related to this product reported in this medwatch report. [Additional / modified information]: additional information from the excellent clinical study team was received on 08-jan-2024. Per the information provided, the reported adverse event of right temporal lobe petechial hemorrhage did not occur at or near the location where the study device was used. Additional information from the excellent clinical study team was received on 09-jan-2024. Per the information provided, the treating physician attributed the hemorrhagic event to a reperfusion injury; ¿dr. Dalyai attributed the right temporal lobe petechial to reperfusion.¿ updated sections: b.4, g.3, g.6, h.2, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00217 and 3007628272-2024-00001. This additional information has been reviewed. The event of ¿right temporal lobe petechial hemorrhage¿ no longer meets usfda medical device reporting criteria.